Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade tip of the enseal device broke off intra-op. Extended surgery time. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # p9243g. Investigation summary: device was found with trocar stuck on the shaft of the device due to the damage to the top jaw. Tissue was found to be on the jaws and stuck in the knife track. The I-blade was locked halfway down the knife track with the top jaw flanges spread wide, this caused the jaws to be locked closed. The device passed rotation mechanical testing. No additional mechanical testing could be peformed. The gen11 did not recognize the device upon initial plug in, it failed this test; therefore, no additional electrical testing could be conducted. By pushing on the handle with little force, engineer was able to open jaws of device. The top jaw fell off on the table top. Able to test knife lockout, knife functionality, verify gen11 recognized the device, short circuit and open circuit tests; all of which passed. No damage to I-blade. Deep gash seen on the electrode of the bottom jaw. Analysis of the device indicates the device was fired over something metal and / or thick and fibrous tissue which caused the damage to the top jaw. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.